Event description:
It was reported to tyco/kendall healthcare that customer had a problem with the single lumen PICC. The customer reports "catheter noted to be leaking 1-2cm from stabilizing wing. Catheter did not leak prior/ during and immediately after insertion."

Manufacturer narrative:
A sample is due to be returned for evaluation . An investigation is currently underway, upon completion the results wil be forwarded.